Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no reported impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.